Event description:
It was reported that during an unspecified treatment procedure, "the balloon burst while inside of the patient. The tip had to be retrieved." Further information has been requested about this event.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report. Additional 510k# k011909.